Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). This report also contains the investigation outcome. Logfiles were provided and reviewed. The reported self-test failed alarm could not be confirmed from the available logfile data. However, technical faults tf 5509 and tf 9907 were recorded in the device logs. According to the investigation, tf 5509 indicates that the inspiratory valve servo control was operating outside specification. The condition was identified during inspection and confirmed through service troubleshooting. Replacement of the servo module resolved the issue, and all subsequent calibrations, functional checks, and ventilation tests were completed successfully. The device was restored to normal operation and returned to service. No patient involvement, serious injury, or adverse health consequences were reported. Based on the confirmed technical faults recorded in the logfile and the need for corrective service intervention, the event is considered reportable. The investigation is complete and the case is closed from the manufacturer's perspective.

Event description:
Hamilton medical ag received the following event description: "during inspection, we found that a self-test failed alarm was displayed on the machine. We suspected an issue with the servo module. To confirm the fault, we cross-checked by installing a new servo module, and the machine operated normally. Therefore, the faulty servo module was replaced with a new one. All tests and calibrations were completed successfully after the replacement. The machine was handed over to the customer in good working condition." No patient involvement was reported. No harm, serious injury or adverse health consequences to any patient were reported.